Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2019 with the following findings: during investigation, there were reboots observed in black box download. The battery compartment was cracked alongside of pump. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contacts were within specification. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised with test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.